Manufacturer narrative:
H3/h6: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the veletri pump (cadd solis) was beeping and displaying an "occlusion" message. The device was not functioning as intended, and the patient attempted troubleshooting without success. The patient switched to a backup pump, which is working properly. The reported product fault did not occur while in use with the patient and did not cause or contribute to any patient or clinical injury; therefore, no medical intervention was required.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.